Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest recorded blood glucose of 62 mg/dl and a subsequent reading of 136 mg/dl after consuming oral carbohydrates including applesauce and juices; device alerts for urgent low glucose and urgent low soon were received, and troubleshooting and education were completed. Symptoms included low blood glucose requiring carbohydrate treatment. Outcomes included recovery of glucose following oral glucose administration and no hospitalization. Investigation included internal case review and user education consistent with standard troubleshooting for hypoglycemia. Investigation of this case revealed no device malfunction reported and no specific device component implicated, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.